Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a different model bioprosthetic valve of the same size. The diagnostic imaging results were not reported. However, the surgeon reported at explant there was no stenosis or leaflet tears and the valve appeared to be functioning well. No additional adverse patient effects were reported.